Event description:
It was reported that the pt underwent a spinal surgical procedure. During surgery, the tip of the straight hold probe broke off. No patient complications were reported.

Manufacturer narrative:
(B) (4): the probe was returned for eval. The probe was bent from approximately 35 mm to the end of the tip; approximately 20mm of the tip was missing and not returned for analysis. Microscopic examination of the fracture revealed a fairly tortuous fracture surface with no visible indications of fatigue. The bend tip, nature and location of fracture the surface suggests failure due to bend stresses overload. A review of the device history records did not identify any applicable nonconformance to specification.